Event description:
It was reported the patient was spending up to twenty hours a week recharging the internal neurostimulator (ins). It was noted that the patient was unable "to gain even two bars of signal strength" and that the patient had been recharging for up to ten hours to achieve a full battery charge. It was further noted that the physician decided to "wait for a few months post-implant in order to reduce swelling and potentially improve the recharging connection". It was reported that the "achievable signal strength and coupling of the device did not improve during this time period" and the physician decided to re-operate with the aid of a plastic surgeon in order to minimize the "potentially interfering scar tissue above and around the implant site". It was further noted that there were no issues with stimulation. After the revision surgery, the patient was given a few weeks to reduce the swelling and the device was "tested for the signal strength of the recharging connection". It was confirmed that the signal strength was still "poor" even though the device was "quite superficial" and the pad of scar or fat tissue was removed. It was further noted that a manufacturing representative was contacted and asked to bring in an alternative recharger in order to determine if the issue was with the recharger or ins. When using a different recharger, the manufacturing representative noted that "a slightly better signal connection was achieved and the recharger managed to obtain and maintain two bars of signal over a 3-4 minute period". It was also noted that the new recharge only managed to "obtain maximum signal strength of 70", while the previous recharger managed to "obtain signal strength of 50-60". It was stated that the issue has been ongoing since the implantation of the device, but it was believed to be an issue with the connection and not with the device. It was further noted that "all other functions of the device appear correct". No patient injury was reported. Patient outcome was provided as "currently struggling with length of time required for recharging." Additional information was requested, but was not available at the time of this report.

Event description:
It was later reported the patient was having improved charging experience with a new charger. Charge time was now 8 hours for approximately 25% battery versus approximately 16 hours previously. This was indicated because the new charger was not "losing connection" where the previous charger would regularly drop the charge-coupling connection. Patient had attempted charging overnight but indicated a "red mark" was left on their battery site afterwards and was concerned it was either a slight burn or skin irritation. It was later reported the patient's recharger had been tested with another patient. It was possible to obtain 7 of 8 bars charging signal indicating "the recharger was likely not at fault for the recharging problem." Recharging remained an issue for the patient. It was later reported they tried a third recharger with the patient. Testing with the third recharger indicated no change in recharge interval. It was also noted the time for recharge was becoming a significant issue for the patient as they attempted to return to a more full time working role and was struggling to find the time to fit in charging. "Successful use of the implanted stimulator was crucial to the patient's ongoing working life. It was reported there were problems with recharging. Another recharger was given to the patient and the patient did not have a huge improvement in their recharge time. It was noted the device was later reported as not "functioning correctly" in that it would only recharge when attached to the "electrical mains via the power adaptor." Attempts to recharge with the device disconnected from the mains were unsuccessful in that the device would not switch on. There was no harm or injury to the patient. There were no actions required as a result of the event. It was also noted the patient had tested a third recharger with no reported change in recharge interval coupling strength. The patient has continued to recharge for significant lengths of time each day.

Manufacturer narrative:
Product ID 37754, lot#, serial# unknown, implanted: explanted: product type: recharger. (B)(4).

Event description:
Information received by medtronic indicated that the patient has a restore sensor implantable neuro stimulator (ins) implanted as their second ins (first ins battery used up due to high power settings). Device is implanted for peripheral nerve stimulation of nerves innervating the groin area. It has been identified that the patient is spending an exceptional amount of time recharging the ins (up to 20hrs per week). Patient is unable to gain even two bars of signal strength. Initial opinion of the consulting physician was that the patient's device might be struggling to achieve a connection with the recharger as there was a significant pad of scar tissue located directly above the ins post-implant. Physician decided to wait for a few months post-implant to see if any swelling might reduce and improve recharging connection. Patient went on holiday for several weeks during this period and the physician went on paternity leave for a month. No issues with stimulation reported, simply an unacceptably long recharging period required. Achievable signal strength/coupling did not improve over this period. Therefore physician decided to re-operate with the aid of a plastic surgeon in order to minimize the potentially interfering "scar tissue" above/around the implant site. Subsequent to this the patient was given a few weeks for swelling to subside. The pain nurse interrogated the patients device two weeks ago, tested the signal strength of the recharging connection and confirmed signal strength is still poor. Indication is that the device is now quite superficial. Medtronic rep has been contacted and asked to bring in an alternative recharger in order to assess whether it is an issue with the recharger or potentially an issue with the ins. This issue has been ongoing since implant but was believed to be down to physical issues with the connection rather than any potential issue with the device. All other functions of the device appear correct (stimulation strength is appropriate and acceptable, etc). Patient is currently still struggling with length of time required for recharging.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37714 serial # (B)(4) showed no anomalies.